Event description:
It was reported that the asymptomatic patient presented in the emergency department after a fall. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The physician believes that the atrial noise did not cause the fall. No intervention was performed. There were no patient consequences. The patient would be further monitored.